Event description:
The pacemaker involved in this report was implanted on (B)(6) 2009. On (B)(6) 2012, the pacemaker was interrogated while the pt was at the hospital (for a non-pacemaker related reason). Both leads (non-sorin) were implanted on (B)(6) 2004. No anomaly was found on lead measurement values. Fourteen episodes of ventricular oversensing (labelled as v burst episodes) possibly due to noise were recorded. Since myopotential oversensing was suspected, provocative tests were performed; however, noise could not be reproduced. According to the programming history (written in the pt's pacemaker booklet), ventricular sensitivity has been re-programmed several times for unk reason. No symptom was reported by the pt. Ventricular pacing percentage is 100%. The physician requested an analysis of the noise phenomenon. If a lead failure was suspected, lead replacement will be reconsidered. A new f/u was scheduled on (B)(6) 2012.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.